Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to implant. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.